Manufacturer narrative:
H11: the device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition . The device was tested for flow accuracy and delivered within intended range. A review of the history log revealed an infusion with rate 9.3 ml/ hr and vtbi 90 0ml alarmed infusion complete alarmed. The infusion previously alarmed an upstream occlusion . The infusion was ran for approximately 9 hours after the alarm to completion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.